Event description:
The patient received one endeavor sprint rapid exchange (rx) drug eluting stent in the prox lad during index procedure. It was reported that eight days post index procedure the patient underwent to a staged procedure with deployment of two endeavor sprint rx stents in the mid lad. It was reported that, approximately 13 months post index procedure; the patient experienced an event of gi bleeding due to cecal ulcers esophagogastroduodenoscopy egd and colonoscopy revealed the presence of erythema in the antrum compatible with erosive gastritis, ulcers in cecum, polyp in the transverse colon, mild diverticulosis of the sigmoid colon and internal haemorrhoid. Medication was provided. The gastroenterology gi medical director stated that the event was likely due to the study drug and unrelated to the study stent. No other clinical sequelae were reported. (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (gi bleed). (B)(4).